Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered leaking from the cassette after the patient removed the cassette during step 9 of treatment. The patient did not see any fluid inside the cycler and a few drops were seen inside the cassette door. The patient was connected during the incident. The patient received m31 air detected in cassette warning alarms during drain 1 of 5 of treatment. The patient was advised due discontinue use of the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. There was no patient injury noted. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, pdrn confirmed the reported event. The pdrn stated the fluid leak was noted from the cassette during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. Fluid was noted on the cassette door. The pdrn confirmed the patient did not experience and issues with a fluid leak from the solution bags and no allegation was made against any of the solution bags. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event. The pdrn stated the patient's cycler has since been replaced (c-1179867, 8014922426) and stated the patient has resumed use of the cycler without further issue. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered leaking from the cassette after the patient removed the cassette during step 9 of treatment. The patient did not see any fluid inside the cycler and a few drops were seen inside the cassette door. The patient was connected during the incident. The patient received m31 air detected in cassette warning alarms during drain 1 of 5 of treatment. The patient was advised due discontinue use of the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. There was no patient injury noted. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, pdrn confirmed the reported event. The pdrn stated the fluid leak was noted from the cassette during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. Fluid was noted on the cassette door. The pdrn confirmed the patient did not experience and issues with a fluid leak from the solution bags and no allegation was made against any of the solution bags. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event. The pdrn stated the patient's cycler has since been replaced (c-1179867, 8014922426) and stated the patient has resumed use of the cycler without further issue. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.